Event description:
The cgm app displayed on the reporter's phone had an error message stated that there is a problem with bluetooth connection. When correcting the error message it can take several minutes, even hours to fix and during that time the reporter does not know if he needs to provide treatment for high or low glucose. "I don't show symptoms of my diabetes when I have highs or lows. If this happens while I'm sleeping I may not wake up". Three transmitters failed this year. Dexcom has replaced the failed transmitters. "How can the dexcom be FDA approved with so many instances of defective transmitters". The reporter does not have extra transmitters due to his health insurance allowance; once it fails he has to wait to get a new one and is uncomfortable not having any glucose readings. Additional information received from reporter on 16-oct-2020 for mw5096490. Reporter stated that he is still experiencing problems with his dexcom g6 continuous glucose monitoring system. Reporter said he gets so many signal loss messages that he felt his life is in jeopardy. He further stated that it is not a one-time incident, it is continually happening since his last report in september. He recently felt funny and he checked his blood sugar level and it was in the fifty's. He called dexcom today and a customer service technician picked up and he has little or no knowledge of the device or what to do. He also tried contacting dexcom headquarters with no help. He is reporting to FDA with the intention of getting this problem resolved. Additional information received from reporter on 22-dec-2020 for mw5096490. A patient called to report that he is having persistent issues with his dexcom transmitter sensors. He said he is experiencing a signal loss on a regular basis. His main concern is that when his blood glucose level drops, he does not feel any symptoms, so he absolutely relies on the device. He said they only time he experienced a symptom was on (B)(6), around 8:30am in his sleep. His wife woke him up when he broke out in cold sweat to the point his bed has gotten wet. He said when he measured his blood glucose, it was 42 mg/dl. He said if his wife did not wake him up, he would have been unconscious and would have been in a life-threatening situation. He is very much concerned that something like this can happen again since his sensor is failing to alarm him when his blood glucose drops time and time again. He said he contacted dexcom several times but was not able to talk to people in a higher position who can help him resolve these issues. Additional information received from reporter on 14-feb-2022 for mw5096490. Patient called to report some serious, life-threatening issues he is having with his dexcom g6 cgm, tandem insulin pump, and dexcom g6 sensor. Patient stated that this morning, he got a low alert that said his blood sugar was 57 and he assumed it was correct, but when he did a finger prick to check he got a result of 270. Patient stated the devices are not sensing correctly and when the pump gets a low signal alert it stops pumping insulin based on an incorrect/inaccurate reading which leaves him in a life-threatening situation. Patient stated he does not believe the sensor, transmitter and receiver are strong enough for a proper signal, and he often gets "out of range" alerts where his screen will go blank and flash error for an hour. Patient stated he has been on the phone with dexcom technicians, but they do not help him resolve any issues, only offer to send a replacement device. Patient said it seems like they are reading off a script and there is never a supervisor or anyone else he can speak with about his ongoing issues. Patient said even when dexcom sends replacements, even the replacements fail and have the same problems, so he feels there is something bigger that's failing. Patient is extremely frustrated with the ongoing failures of these devices and stated his life depends on these devices working correctly. Reference reports: mw5096490, mw5096490-1, mw5096490-2, mw5096490-3, mw5096490-4, mw5156670, mw5156670-1, mw5156671, mw5156671-1, mw5156672, mw5156672-1, mw5156673, mw5156673-1, mw5157366, mw5157367, mw5157368.